Event description:
Pt was revised to address suspected infection. Cultures were negative; however, the capsule was filled with a pus like substance. The cup was loose and was removed with little force.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search and/or review of device history records were not possible as the necessary lot and product codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in aug of 2010 following an hhe (health hazard eval.) Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised to address suspected infection. Cultures were negative; however, the capsule was filled with a puss-like substance. The cup was loose and was removed with little force. Update litigation alleged the asr hip implant was explanted due to severe and chronic pain, difficulty ambulating, metallosis, exposure to excessive levels of chromium and cobalt and infection.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reported infections against the provided product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. The patient was reportedly implanted in (B)(6) 2010. It is not likely the depuy devices contributed to the patients reported infection more than 10 months post primary surgery. It is known the asr devices have been voluntarily recalled from the market. Based on the inability to determine root cause the need for further corrective action has not been indicated.